Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of 400-525 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Bg was addressed via correction injection and bolus via pump. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.